Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat the area with a 6 mm polyp during a colonoscopy with intervention and polyp biopsy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue but would not detach from catheter. They tried moving the catheter and scope to release but still would not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.